Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4)

Event description:
The healthcare professional via the company representative reported that the patient felt a tapping/ pounding in pelvic floor that was painful. The patient claimed the device was turned off. They had a visit with the hcp and received a botox injection. The patient still had their implantable neurostimulator (ins) and lead implanted but could not confirm if turned on. The patient did not have batteries for the programmer. The patient claimed she had multiple re-programming done prior to botox. The patient's hcp visit was pending. The patient's medical history was unknown and the issue was not resolved at the time of the report. The patient's status at the time of the report was alive- no injury. No surgical intervention occurred and unknown if one was planned. The event occurred during normal use and the indication for use was not reported. No outcome was reported regarding this event. If additional information is received, a follow- up report will be sent.